Manufacturer narrative:
Correction made to g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone.

Event description:
It was reported that during preparation for a prostate enucleation procedure, the fiber broke. The physician tested the fiber, and a flash of light came from the break location, hitting a person in the room. There was no burn and no treatment was needed for the person hit by the flash of light. The fiber was not utilized to treat the patient. A second fiber was opened but it also broke resulting in another burn back. The procedure was completed with a third fiber. There were no patient complications.

Event description:
It was reported that during preparation for a prostate enucleation procedure, the fiber broke. The physician tested the fiber, and a flash of light came from the break location, hitting a person in the room. There was no burn and no treatment was needed for the person hit by the flash of light. The fiber was not utilized to treat the patient. A second fiber was opened but it also broke resulting in another burn back. The procedure was completed with a third fiber. There were no patient complications.